Manufacturer narrative:
UDI for gore® excluder® trunk-ipsilateral leg component rmt231216/9955681: (B)(4). The review of the manufacturing records verified that the lots involved in this event met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), complications associated with the use of the gore® excluder® aaa endoprosthesis may include but are not limited to: endoleaks. (B)(4).

Event description:
The following was reported to gore: on (B)(6) 2012, this patient underwent endovascular treatment for an aneurysm of the right common iliac artery measuring 48.3 mm and was treated with gore® excluder® aaa endoprostheses. On (B)(6) 2013, follow-up computed tomography imaging revealed an aneurysm diameter of 42 mm. Between (B)(6) 2013, and (B)(6) 2015, various follow-up ultrasound examinations identified aneurysm diameters ranging between 46 and 55 mm, respectively. On (B)(6) 2015, the patient was admitted for treatment of a right common iliac artery type ii endoleak and the endoleak was selectively coil embolized via a branch of the medial circumflex iliac artery.